Manufacturer narrative:
Product investigation is in progress.

Event description:
It (tampon) broke inside the body and could not be removed- vagina [foreign body in reproductive tract] as she was preparing to pull it out, the retrieval string frayed and broke- tampax [device breakage] as she was preparing to pull it out, the retrieval string frayed and broke. At that moment, she removed the tampon with her hand [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke inside her body and could not be removed. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
It (tampon) broke inside the body and could not be removed- vagina [foreign body in reproductive tract]. As she was preparing to pull it out, the retrieval string frayed and broke- tampax [device breakage]. As she was preparing to pull it out, the retrieval string frayed and broke. At that moment, she removed the tampon with her hand [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke inside her body and could not be removed. No injury was reported.

Event description:
It (tampon) broke inside the body and could not be removed- vagina [foreign body in reproductive tract] as she was preparing to pull it out, the retrieval string frayed and broke- tampax [device breakage] as she was preparing to pull it out, the retrieval string frayed and broke. At that moment, she removed the tampon with her hand [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke inside her body and could not be removed. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.